Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. No button error alarm noted. However, moisture damage was noted on the keypad traces.

Event description:
The customer reported a button error. The patient stated that she is currently going through the process of upgrading. Prior to the event, there were issues with the buttons sticking. The blood glucose reading is 107 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.